Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the lock line and difficulty closing the clip. It was reported that this was a mitraclip procedure to treat a p1/a1 flail with mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and two graspings were performed before deploying the clip. During pulling on the lockline to remove them, about 30cm was removed when the rest of the line could not be removed any further. The clip was removed in the left atrium (la) by inverting the clip. While in the la, it was very hard to close the clip by maneuvering the gripper lever and the lock lever several times. Finally the clip closed and could be removed from the body. Another clip was successfully placed and the patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported inability removing the lock line was not confirmed; however, it was observed that the lock line was difficult to remove due to an observed knot. The reported difficulty closing the clip was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. In regards to the difficulty closing the clip, it is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.